Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years and ten months after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was replaced valve-in-valve due to severe pulmonary insufficiency and right ventricle dilation. No additional adverse patient effects were reported.